Event description:
It was reported that during a percutaneous coronary intervention of a 100% rca lesion, the physician encountered some resistance while attempting to cross the mid rca. Upon removal it was noted that the coating on the tip of the guide wire appeared to have peeled off. Another guide wire was used to successfully complete the procedure. Pt status is listed as "okay".